Event description:
It is reported the device was implanted in 2000. Post-op the pt had osteolytic lesions or cysts, and the device was revised. Explant date is unknown.

Manufacturer narrative:
Evaluation summary: etching is gone from inferior side of device. Marks on baseplate show pattern that suggests articular surface may have rotated in the baseplate. A definitive cause cannot be determined. Evaluation codes: device shows minimal pitting to articulating surfaces and striations on inferior side. Device meets dimensional specification where measured. The device history records are intact and conforming.